Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed due to an unavailable sample. A sample evaluation was not performed due to an unavailable sample. A batch review was not performed due to an unknown lot number. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the potential use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's (B)(4) regarding a system error 2240 alarm that appeared on the homechoice (hc) display during dwell 2/4. The technical service representative (tsr) explained the alarm to the home patient (hp) and assisted to clear the alarms. The hp stated that one of the supply bag fell off and the spike came out. The tsr explained that caregiver (cg) would need to start over with new supplies or finish using manual supplies. The cg stated that he would finish using manual supplies. The tsr advised cg to call nurse within 24 hours and explain what happened. No patient injury or medical intervention was indicated at the time of the initial report. During a follow up phone call by product surveillance to the cg on (B)(6) 2010 regarding the bag falling and disconnecting, it was revealed that the bag was placed on a wobbly bookcase, so when the solution started to empty out, it tipped over and fell to the ground. The cg confirmed that they notified the nurse, and had since replaced the bookcase with an IV pole. Per cg, hp did not have any injury or harm as a result of this incident. The cg also confirmed that he did not notice any defects on the supplies. The cg stated that he had discarded the supplies and moved on to a different box, therefore did not have the lot numbers. Per cg, hp is doing fine and continuing therapy. No patient injury or medical intervention was indicated at this time. No other information was provided.